Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple button alarms on multiple occasions. Reportedly, customer does not believe the button is being accidentally pressed. Customer's blood glucose level was not impacted.